Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia with a reported blood glucose nadir of 48 mg/dl after insulin corrections, occurring during sleep without prior food intake, and sought information about how the ilet algorithm suspends or reduces insulin delivery. Symptoms included low blood glucose without reported adverse health effects. Outcomes included self-treatment with oral glucose gummies and no hospitalization. Investigation included agent-led troubleshooting and education regarding hypoglycemia management and resources for peer support. Investigation of this case revealed no device malfunction reported and no device component issues identified, with the cause of the hypoglycemic event remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.